Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the customer reported drawer 2.2 row b was not detected on the bus. The field service engineer (fse) performed onsite inspection and confirmed a communication failure with main drawer 2.2 row b. The fse powered off the station and reseated the pyxis bus cable, retractor band, sensors, and row board cabling associated with drawer 2.2, followed by reassembly of the hardware and a system reboot. The fse then tested drawer 2.2 through the application, and row b was successfully detected with full hardware functionality restored. The drawer row communication issue was resolved after reseating the connections, and the station was confirmed to be operating normally at the time of service. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es multiple pockets in main drawer 2.2 was failed to open and not detected on bus. Customer tried to reboot the machine and recover, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.